Event description:
It was reported that the patient experienced a shocking sensation at the neurostimulator (ins) site after walking next to high voltage power lines. The patient's device was on at the time of exposure. The patient had bruising at the ins site. Numbness started in both of the patient's feet and spread to both knees. She was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).